Event description:
It was reported that the pt experienced intermittencies between the internal device and external equipment. External equipment was exchanged, however, the issue was not resolved. A device failure was confirmed. Revision surgery has been scheduled.